Event description:
It was reported by service report that the fowler gas cylinder was leaking and the fowler was unable to support pt weight. Additionally, it was reported that the fowler weldment was cracked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; fowler weldment.